Manufacturer narrative:
No report of patient involvement. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative has submitted a quote to the customer for the replacement of the control panel assembly. To date, the customer has not approved the quote so there is no resolution for this reported complaint currently.

Event description:
The hospital reported a failure of the bag/vent switch to operate as expected. There is no report of patient involvement.

Manufacturer narrative:
On july 6th, 2016, additional information was received that confirms there was no loss of functionality of the bag to vent selector switch as was previously reported.